Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery in 2009. The surgeon reported that the flap was thin, and as soon as he started to lift the flap it tore. The surgeon continued with surgery and applied a bandage contact lens (bcl) overnight. Post-operatively, the pt presented with diplopia, mixed astigmatism and a thin linear scar, where the flap tore. The pt's post-operative best corrected visual acuity (bcva) is 20/40. A supplemental report will be filed with FDA, if additional information becomes available.

Manufacturer narrative:
In 2009, a field service engineer (fse) visited the site and performed a preventive maintenance (pm). The laser system met specifications and performed as intended. Two weeks later, the laser was checked by an optimax engineer and the possible cause for the thin flap were reviewed with the surgeon. A clinical development specialist (cds) has been in contact with the site since the following month, in order to obtain any new pt status information and determine a possible root cause for the thin flap. The surgeon, however, has not provided a response.